Event description:
The ablation catheter would not display force. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, (brand not provided) (per site reporter).